Manufacturer narrative:
D2b: pro code (product code): k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified illiac. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 7 atmospheres for 2 second. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.